Event description:
It was reported that the pump was alarming. The pump had been out of medication for ¿quite some time¿ and the patient wanted the beeping to stop. The reporter did not know exactly when the pump went empty and did not have any other details about the drug that was in the pump. Additional information later reported audible empty alarm. The pump was empty. It was unknown if the alarm was confirmed by telemetry. No troubleshooting or other actions were performed. The patient was last seen (B)(6) 2014.

Manufacturer narrative:
Product ID: 8711, lot# j11471r23, implanted: (B)(6) 2003, product type: catheter. (B)(4).